Manufacturer narrative:
Medical device brand name: bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg had "black" foreign matter in the tubes. The following information was provided by the initial reporter: customer complaints seeing black particles in bd 367001 ,lot #321350.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-17. H.6. Investigation summary: bd received [5] samples and [4] photos in support of this complaint for catalog 367001, lot number 2321350. The photos were reviewed and the customer¿s indicated failure mode was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. There are black particles on the tube under the label and on the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that an unspecified amount of bd vacutainer® blood alcohol determinations sodium fluoride: 100mg potassium oxalate: 20mg had "black" foreign matter in the tubes. The following information was provided by the initial reporter: customer complaints seeing black particles in bd 367001 ,lot #321350.